Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain. Haze and blurred vision in both eyes (ou) post treatment. A flap lift and rinse was performed. It was stated that the patient experienced a loss of best corrected visual acuity (bcva). The patient¿s comments were of right eye (od) hurts, hazy and very blurry vision. The patient reported the symptoms are not interfering with daily activities. The surgery center reported the patient is better and the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2006: right eye pre-op 20/10 -6.25 x -1.25 x 5, left eye pre-op 20/10 -6.50 x -1.00 x 170. Bcva from (B)(6) 2018: right eye post-op 20/70, left eye post-op 20/60 . Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -.50 x 20, left eye post-op 20/20 .25 x -.50 x 45. This report is for the excimer laser equipment. A separate report will be filed for the femto laser equipment.